Event description:
Literature: okun ms, fernandez hh, wu ss, et al. Cognition and mood in parkinson's disease in subthalamic nucleus versus globus pallidus interna deep brain stimulation: the compare trial. Ann neurol. 2009;65(5):586-595. Summary: the study was a single-center, prospective, randomized, patient-and rater-blind, parallel-group trial that aimed to characterize and compare the effects of unilateral stn and unilateral gpi dbs on mood and cognitive function in patients with advanced pd. All patients were recruited, and some patients did not pass initial screening. A total patients were randomized to stn or gpi dbs. Forty-five patients completed the study. Reportable event: 20 cases of difficulty with speech and language/increased speech were reported. Symptoms occurred in both implant locations (stn and gpi). Two cases were noted to be serious. No treatment or outcome was reported. A worsening of letter verbal fluency (hoehn and yahr stage of four or higher) was seen in an unspecified number of patient's with lead implanted in the stn verses pre-dbs. The deterioration was noted in optimal, dorsal, and especially off dbs conditions. The persistence of the deterioration in the off dbs state suggested a surgical rather than stimulation-induced effect. See literature article attached to MFR report # 2182207-2009-05291.